Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency department with a swollen pocket with puss. The implantable cardioverter defibrillator (ICD) and leads had eroded through the pocket. The entire ICD system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.